Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unknown procedure the faradrive sheath was selected for pulmonary vein isolation. During the procedure, it was mentioned that after insertion of the sheath into the patient, a lot of air removed from the sheath by aspiration. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. The event occurred inside the patient body and no patient complication were reported. The device is expected to be return for analysis. It was further reported that a large amount of air bubbles in the syringe before irrigation. No abnormalities were noted during preparation or when the was sheath used. The issue occurred before the catheter insertion.